Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in logs, these failures of da vinci not powering on and error 297 was found indicating a node revision or cyclic redundancy check (crc) is incompatible with build with a node ID 32 pointing to vision side cart (vsc) ccc. Upon visual inspection, no issues were found that would be related to the reported event. This vsc ccc was installed, programmed and tested on the dv5 in house golden system where programming was not able to program, the vsc power button was flashing blue, replicating the reported failure. To confirm and verify the root cause of this reported failure, the vsc ccc unit was bench tested where it also failed to boot up. The complaint was confirmed based on failure analysis. As a result of the test and findings, failure analysis was able to conclude that this vsc ccc was verified to be the root cause of the reported failure, the board was bricked/corrupted or failed programming procedures.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the system did not power on. The vision side cart (vsc) failed to fully power on. The technical support engineer (tse) instructed the customer to power down the surgeon side console (ssc), vsc, and patient side cart (psc) and turn the breakers off for more than two minutes. The tse then asked the customer to disconnect all blue fiber cables. The customer powered on the vsc, ssc, and psc in standalone mode. Both the ssc and psc powered on with no issues, showing solid blue power button leds. The vsc failed to power on and displayed a flashing blue power button led. As a result, the system was down. The procedure was aborted with no report of patient involvement or patient injury.